Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker had lost radio frequency (rf) connection. The patient was asymptomatic. Programming changes were made to reset the device. The patient was stable before, during and after.